Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the system was explanted since patient had "always had problems with it". The initial reporter was wondering how to return it to the manufacturer for analysis to see if something was in fact wrong with it. The devices were in the possession of the patient. The cause of the issue was unknown. The issue was resolved at the time of the report. The date of when the problems started and the explant was unknown. The hcp information was unknown. No specific symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins had a reduced capacity due to overdischarge. Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2015 explanted: (B)(4) 2017 product type lead product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2015 explanted: (B)(4) 2017 product type lead product ID (B)(4) serial# unknown: product type accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had the scs removed as they had problems with it. The caller reported that the ins was ineffective. The caller stated that it helped in the patient's legs and feet at first, but "did not do much" for the patient's back pain "which is where the problem was." The caller stated that the patient used the ins for probably 4-6 months and then requested that the settings be adjusted. The caller also reported when the patient would move if they were walking or laying still, " it would zap them with a spike of electrical current." The caller mentioned that the patient had the ins adjusted 4 different times and also had hd settings programmed onto the device so the patient wouldn't feel stimulation. The ins was not helping relieve back pain in (B)(6) 2015. The zapping started in the first 3 months after the ins was implanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the device was explanted on (B)(6) 2017. Patient weight was unknown and unable to be obtained. Patient stated she had the stimulator reprogrammed 3-4 times, but she did not feel it was helping so she had it removed. Patient also stated she did not ever get significant relief from the trial. Lack of relief was reported.

Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.